Event description:
The manufacturer changed the color of the packaging for alcohol wipes from red and white to navy blue and white. A nurse reached for nail polish remover, which is in red and white packaging, instead of the alcohol wipes because the hospital was not notified that the manufacturer was changing the packaging and therefore no one was able to educate nursing staff. The nurse swabbed a patient's IV line port with the nail polish remover.what was the original intended procedure?swabbing the IV line port with alcohol to disinfect the port.device #1is this a laboratory device or laboratory test?no.